Event description:
It was reported that during un-packaging of the 3.5 x 33 mm xience xpedition stent delivery system (sds), the stent was dislodged from the sds in the packaging; therefore, the device was not used. A new xience xpedition sds was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Additionally, analysis found that a strand of balloon peeling was observed 1mm proximal to the distal marker. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.